Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the transport team was trying to set up bipap on the ventilator and it was displaying red dashes across the top of the ventilator. The customer stated that they manually put the settings in and on the first 3 occasions, the ventilator gave only 2 breaths and stopped. On the 4th attempt, the ventilator worked correctly and they were able to use it on the with no issues. There was no patient harm associated with this reported event.

Manufacturer narrative:
Vyaire complaint number (B)(4). Results of investigation: the unit was received and the reported issue was confirmed. Root cause was undetermined. Unit passed all tests.